Event description:
It was reported that, a patient possibly had an allergic reaction to a mouthguard, after several months of use. Outcome of the event is not known after multiple follow-up attempts.

Manufacturer narrative:
While it is unknown if the mouthguard involved in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequence being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. The device was not returned for evaluation and the lot number is not known for retained-product testing and/or DHR review.